Event description:
Reporter indicated that vns pt's device has not been working properly since it was programmed to off prior to gall bladder removal surgery and was programmed back to on after the procedure. It was reported that the pt experiences throat pain during magnet mode stimulation and has experienced an increase in seizure frequency above pre-vns baseline. Investigation to date has been unable to determine the cause of the increase in seizure frequency or whether the device is functioning properly.

Event description:
Product analysis summary: the pulse generator met electrical test specifications. The pulse generator did not show any condition that would have contributed to the reported increase in seizures, suspected performance failure or suspected end of the service.

Event description:
The complainant device (bipolar lead) was also returned and analyzed. The lead assembly was returned for analysis in two pieces. Visual inspection identified that both of the lead coils were stretched and spirated along the entire length of the lead assembly. A lead break was identified on the positive coil at the connector pin bifurcation. Visual inspection of the lead body portion returned identified four lead breaks in the negative coil wires. Scanning electron microscopy was performed on the negative and positive lead coils where the lead breaks occurred. Scanning electron microscopy identified that the breaks occurred due to torsion. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portions of the lead returned. This is expected behavior since the negative lead coil wire breaks occurred with individual wires of the quadilar coil in diffent areas along the lead length. By virtue of the wrapped design, at least one of the qualdfilar remained wrapped around the remaining wires at all times allowing the coil wires to maintain electrical contact during continuity testing. Conditions of the lead are consisted with conditions that exist following the explant procedure.